Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Customer messaged stryker rep reporting a potential exeter stem failure.

Event description:
Customer messaged stryker rep reporting a potential exeter stem failure.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of an exeter stem at the junction between the stem and the neck approximately 12 years after implantation. No other information is provided. I can confirm that the fracture of the stem occurred since I was able to review the x-ray. I cannot confirm that revision was carried out since I have no documentation such as postoperative x-rays or a revision operation report. Regarding the root cause of this event, I cannot confirm this with certainty. Causes of a fracture of the stem such as occurred here can be due to the fact that there was a well fixed stem and somehow a stress phenomenon occurred which resulted in the fracture. Contributing factors include surgical technique including cementing technique, patient factors including bmi and activity level as well as implant factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to fracture of the right exeter stem. A review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of an exeter stem at the junction between the stem and the neck approximately 12 years after implantation. No other information is provided. I can confirm that the fracture of the stem occurred since I was able to review the x-ray. I cannot confirm that revision was carried out since I have no documentation such as postoperative x-rays or a revision operation report. Regarding the root cause of this event, I cannot confirm this with certainty. Causes of a fracture of the stem such as occurred here can be due to the fact that there was a well fixed stem and somehow a stress phenomenon occurred which resulted in the fracture. Contributing factors include surgical technique including cementing technique, patient factors including bmi and activity level as well as implant factors.[...] The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.